Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The functional testing could not be completed due to the unresponsive buttons. No moisture damage was noted on the electronic assembly during the visual inspection. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported, the customer had a keypad anomaly. The customer stated their keypad was unresponsive. Customer's blood glucose was 190 mg/dl. The customer reported exposing their insulin pump to fluid from swimming in the pool. Customer also stated their insulin pump passed two self tests. It was also found the customer did not have any more or frequent alarms after the fluid exposure. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.